Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs system and 3.1 inr on a comparison lab. No medication changed due to device result. Customer was instructed not to attend physical therapy due to device result. No adverse event reported. Requested return of suspect system, however, caller declined returning system for evaluation.